Event description:
It was reported the machine was not switching on. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Remote support from the customer care solution center was received, and the authorized service provider (asp) evaluated the device on site. They verified that the battery was not charging due to an issue with the mains power source. The device was fully functional, and the operational checks passed. Based on the information available and the testing conducted, the cause of the reported problem was an issue with the mains power source which is external to the device. No failure of the device was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.